Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii xenon light source lamp could not be lit. The issue was found during preparation for use before maintenance. There were no reports of patient harm.

Manufacturer narrative:
During evaluation, the event was not confirmed and there was dust inside the device. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.